Event description:
New information received on (B)(6) 2018 states that patient was presented in clinic for a follow up visit at the time of the event. Patient was stable prior, during and post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that lead fracture issue was observed on the rv lead. Lead was capped on (B)(6) 2018 and a new lead was implanted. No further information available.